Event description:
Baxter affiliate in foreign country reports "leak was found during priming and heater bag was bloated". Customer restarted with new cassette. Per affiliate, no pt injury or medical intervention resulted from incident.